Event description:
The patient reported her blood glucose reached 28.2 mmol/l (508 mg/dl) with large ketones. The pod was worn for 2 hours. Her doctor advised her to go to the hospital and upon arrival she was admitted to the hospital for 13 nights so that they can monitor her.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.